Event description:
It was reported that an ilet user experienced high glucose after disconnecting the pump due to beeping and performing a supply and site change incorrectly, including not pressing and holding to prime until drops were seen and not removing the needle guard on the infusion set; the user was using an inset 6 mm infusion set and later completed a full supply and site change with guidance. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, a usage problem was identified involving an improper or incorrect procedure or method, and the affected component related to the tube/infusion set pathway; after correct setup and site replacement, insulin delivery resumed and glucose began to decrease. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that unintended use error caused or contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.